Event description:
It was reported that the patient with this implantable pacemaker stated the device was implanted too high and is causing pain in shoulder, arm and back. This device was surgically repositioned and to date, the device remains in service. No additional adverse patient effects were reported.